Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cx/lx synchron total bilirubin kit packaging was damaged, which lead to a leakage. No injury was reported for this event.